Manufacturer narrative:
Nitrile gloves from same lot were tested for allerfenic proteins by outside lab after incident reported to MFR. No allergenic proteins were detected. As a result, cause of nurse's reaction is unk and may not be glove related.